Event description:
It was reported during a flutter ablation a steam pop with pericardial effusion occurred. The customer used the irrigated catheter, but there was no catheter chosen by the customer (probably the standard catheter bw 4mm non irrigated was set). Therefore the pump didn't switch to high flow and the pump was set manually to high flow mode during ablation (30 ml/min). There was no drainage necessary. Patient was transferred to the ICU. Patient had to be monitored during coming days.

Manufacturer narrative:
At this moment it is unclear the reprocessing of device. The concomitant product: stockert: model # 39d-76x, serial# (B)(4). (B)(4).

Manufacturer narrative:
After following up with the customer, bwi was notified there were more concomitant products involved in this event: coolflow tubing set: model # d-1233-01-s, lot# unknown. Non-navigational cables: model# 39e-43r, lot# unknown. (B)(4).